Manufacturer narrative:
(B)(4). Physio control evaluated the customers device and was unable to duplicate the reported issue. After completing other unrelated repairs, the device was returned to the customer for use.

Event description:
The customer contacted physio-control to report that their device unexpectedly power cycled. There was no patient use associated with the reported event.